Manufacturer narrative:
The initial reporter also notified the FDA on 22 september, 2020. Medwatch report # mw5096519 report source other: medwatch report. (B)(4). Investigation summary: a complaint of tubing breaking during priming was received. No product or photo was returned by the customer. The customer complaint of tubing damage could not be verified due to the product not being returned for failure investigation. A device history record review for model ms3500-15, lot number 20053128 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause of this failure was not identified as no product was returned.

Event description:
It was reported that 36 in 15 drop secondary set w/hgr tubing was damaged. The following information was provided by the initial reporter: material no: ms3500-15, batch no: 20053128. It was reported that while priming tubing and unclamping the roller clamp the tubing broke.